Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted in the aortic position. On (B)(6) 2015, a 2d echo with doppler was performed secondary to aortic stenosis, aortic valve disease, dyspnea and concerns about valve function. The echo found thickened cusps with a peak systolic velocity of 5.4m/s, a mean gradient of 75mmhg, representing a significant increase compared to a (B)(6) 2014 study, and an estimated aortic valve area of 0.5cm2 with mild aortic regurgitation. Due to multiple co-morbidities, the patient was not a candidate for reoperation and on (B)(6) 2015, a tavi procedure was performed successfully using a non-sjm valve. The patient was returned to the cicu in stable condition.

Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted in the aortic position. On an undetermined date post-implant, nonstructural dysfunction of the valve was reported and required reoperation. A tavi procedure was performed successfully.